Event description:
It was reported to philips that system was unable to do fluoroscopy-image disk was full. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The system was not in clinical use at time of event. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Analysis of the system logs by fse indicated that there were several errors with image processing pc(ippc) image store disk. During troubleshooting, fse found that all the old examinations were deleted from the system, still there was display of disk full error. Fse recreated the image disk after which it was possible to enable x-ray and perform imaging. Philips has initiated a medical device correction (z-1151-2024) / field safety corrective action (2023-igt-bst-027). The correction has been implemented on the system and the system was returned to use in good working order. The codes were updated based on the investigation outcome.